Event description:
Device 1 of 4; related manufacturer reference number: 1627487-2019-06247, related manufacturer reference number: 1627487-2019-07262, related manufacturer reference number: 1627487-2019-07263. Follow up information identified two extensions associated with the event. These two extensions have been added as reportable devices 3 and 4. Extension device information is unknown at this time.

Manufacturer narrative:
The reported event for invalid impedances was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.

Event description:
Device 1 of 4. Related manufacturer reference number: 1627487-2019-06247.related manufacturer reference number: 1627487-2019-07262.related manufacturer reference number: 1627487-2019-07263.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06247. This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high/low impedance. Reprogramming attempts were unable to provide resolution. In turn, the patient's scs system was explanted and replaced with a competitor's device.